Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy evo ventilator. There was no serious patient harm or injury that occurred or was reported. The patient's mother notes that the chamber (made by imi) became filled with water because there was a failure and the water back flowed into the circuit and entered the interior of the trilogy evo. During evaluation of the device at the manufacturer's service center, the reported issue could not be confirmed by an operational check. A ventilator inoperative error code relating to 'mach flow railed low' was found in the device's error log. The service technician states that a functional test was performed next and the fio2 sensor and internal flow verification test steps failed. It is noted that the internal flow verification: positive flow and internal flow verification: negative flow specifically failed. A report was received stated that the chamber currently in use developed a malfunction, causing the chamber to be filled with water, and the water flowed back into the circuit and entered inside the device. It was confirmed that the liquid entered into the flow sensor, blower assembly, inline proximal filter, and muffler assembly. The service technician states that the malfunction occurred on the flow sensor due to water inside the chamber flowing back and entering inside the flow sensor, resulting in a ventilator inoperative error code. The flow sensor, blower assembly, inline proximal filter, and muffler assembly were replaced to address the issue. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.